Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) on a cobas 8000 c 702 module. The initial result was 18.0 u/l. The repeat result was 180.6 u/l. No questionable results were reported outside of the laboratory. The ast reagent lot number was 67448001 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The field service engineer (fse) cleaned the sample and reagent probes. The fse adjusted the probes, rinse unit, and gear pump pressure. The fse found a leakage in a tube of the rinse unit. After cleaning the incubator bath, photometer window, and mixer, precision testing was performed. The investigation determined the service actions resolved the issue.